Event description:
A report was received a patient who had a radio frequency ablation procedure 2 years ago had an allergic reaction. It was reported the pain physician who performed the procedure would like an allergy test performed on the patient before performing any more procedures. No further information was provided regarding the physician, allergists, facility, and or product involved in the event.